Event description:
An alarm was reported by the caller, identified as alarm 2, followed by another alarm 2, with occlusion alarms recurring during troubleshooting attempts. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to replace supplies and resume insulin therapy. Additionally, the customer requested a replacement pump due to clinical concerns and has been approved for replacements by csa after experiencing issues with approximately 14 sets and cartridges in the past two weeks.